Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that setting system of the cutting height is defective, mismatch between the setting and the realized cutting. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record for zimmer air dermatome serial number (B)(6) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On 3 december 2019, it was reported that a dermatome was not cutting at the setting it would be set at. The customer returned a zimmer air dermatome serial number (B)(6) for evaluation. Evaluation of the device on 17 december 2019 noted that the device had a damaged machined head and that the control bar was not in the correct position. Upon further evaluation, it was found that the motor had corroded, was out of calibration at the zero setting, had a loose swivel, and that the needle bearing and reciprocating arm were defective. Despite the issues to the motor assembly, the device still ran within motor speed specifications. Repair of the dermatome occurred on 21 january 2020 and involved replacing the motor, multiple bearings, reciprocating arm, swivel, fine adjustment cams, screws, and the machined head as well as recalibrating the device. The technician then tested and verified that the device was functioning as intended, then returned the device to the customer without further incident. While the service technician found that the control bar was not in the correct position, which would prevent the control bar from properly aligning the blade during use, it cannot be determined from the information provided as to what caused the control bar to fall out of position. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.